Event description:
Reportedly, during the low anterior resection, the stapling device misfired. Another device was open with a different lot number and that device misfired. The surgeon performed a protecting colostomy, (diverting ileostomy), instead of doing an anastomsis. The pt will require a second procedure to re-attach the bowels.